Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ ns filled syringe there was an issue with deformed tip.

Event description:
It was reported with the use of the bd posiflush¿ ns filled syringe there was an issue with deformed tip.

Manufacturer narrative:
Investigation summary: a photo was received, the photo shows a 10ml syringe, with rubber stopper, saline solution and tip cap. The luer is damaged. DHR review shows there was no documentation of issues for the complaint of batch 7319551 during this production run. The complaint history was reviewed finding that during the last 15 months we have sold (B)(4) units and only one complaint (this one) has been reported with similar symptom. Root cause description: it is possible it got damaged at the fill machine tip cap cup station.